Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer had normal blood glucose levels of 120 mg/dl. The customer reported a crack on the middle of the display of the insulin pump. The customer also reported scratches on the display of the insulin pump which felt like an indention. The customer was advised that the insulin pump would need to be replaced. The customer was advised to discontinue use of the insulin pump and to revert to a back-up plan per the health care provider's instruction. No additional information was provided.

Manufacturer narrative:
Insulin pump was received with minor scratches on lcd window, cracked case at display window corner and cracked reservoir tube lip. No cracked lcd window noted.